Manufacturer narrative:
H10: on 12/10/2019, this malfunction was reported to the FDA through the quarterly voluntary malfunction summary reporting program. MDR 2020394-2020-00214 was submitted and accepted by the FDA on 01/14/2020. New information was received for this event on 1/27/2020 and the file was reassessed and determined to be not reportable; however, since an MDR has already been submitted, the file will remain reportable as a malfunction and a supplemental MDR will be sent to capture this change. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150615rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved one patient with no consequences. The patient is male; weight and age were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150615rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved one patient with no consequences. The patient is male; weight and age were not provided.